Manufacturer narrative:
No signal too alarm noted. Unexpected restart alarm noted after battery installation due to faulty capacitor interface board. The insulin pump passed displacement test and self-test. The insulin pump had cracked reservoir tube lip and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were unable to exit from the rewind sequence. The customer also reported receiving an unexpected restart alarm and signal too low alarm on the insulin pump. The customer stated this was the third occurrence of the alarms. Customer's blood glucose was unknown. It was found the alarms occurred during the rewind/prime sequence. The customer agreed to return the insulin pump for analysis.